Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. The patient's pacemaker was found in backup mode due to an event queue overflow. The pacemaker was restored back to normal operating mode. The patient was stable and will be continued to be monitored.